Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 19-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced five different incidents, which were associated with separate units, involving five different patients. This is the first of five reports. Refer to 8030647-2018-00384 for the second patient. Refer to 8030647-2018-00385 for the third patient. Refer to 8030647-2018-00386 for the fourth patient. Refer to 8030647-2018-00387 for the fifth patient. It was reported that the flex connector disconnected during use. The disconnection was discovered right after it occurred and the flex connector and suction catheter were replaced immediately with no impact to the patient.

Manufacturer narrative:
The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The sample was evaluated and confirmed the reported failure. The root cause is related to a manufacturing issue. All information reasonably known as of 19-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).